Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient implanted for spinal pain. The patient reported that they dislike the location of where their implantable neurostimulator (ins) pocket site is, as it is painful. The patient stated that they would like to have it moved. No contributing factors were reported. The physician is to move the ins to a different location on (B)(6) 2017. The issue was not resolved at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) reporting that a pocket revision was done and the battery was moved from their right abdomen to their right buttocks per the patient's request. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported from the health care provider (hcp) via a manufacturer representative on 2018-feb-21 that the patient had lost weight and that it was determined to be the cause of why it was hurting. The patient¿s complaint had been resolved with the movement of the battery. No further complications were reported.